Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable result for one patient sample using the elecsys hcg + beta test system (hcg+b) on the cobas e 411 immunoassay analyzer. All results are in units of miu/ml, and all had data flags. The initial result was 12.98 and was reported to the clinician. The clinician questioned the result because it did not match the patient's clinical status (pregnant and "far along in her pregnancy"). The patient's trimester was not provided. The sample was repeated with a 1:100 dilution. The result was 11916. There was no allegation of an adverse event with the patient. The hcg+b lot number is 190280. The expiration date was not provided. Calibration and qc were acceptable. Precision information from the day of the event was acceptable. The sample did not trigger a pre-analytical alarm on the system. A specific root cause was not found. Additional information for further investigation was requested but not provided. A general reagent issue can be excluded as calibration and qc information were acceptable. The most likely root causes are related to pre-analytics: improper sample quality and lack of using rack adapters for 13mm tubes. The sample was slightly hemolyzed with a fibrin clot that was attached to inner surface of tube, and contained other floating objects that could not be identified as gel or clots. The customer was reminded of the criticality of sample quality and instructed to use the rack adapters.